Event description:
The customer reported issues housing problems with cartridges not seating properly. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up and is currently out of warranty, in the process of obtaining a new device. No additional outcome information was available.